Event description:
Same case as MDR ID 2134265-2013-06336 and 2134265-2013-06167. It was reported that during percutaneous coronary intervention (pci), the motor drive unit (mdu) automatic pullback could not be performed. Access was obtained via right radial artery .the 75% stenosed target lesion was located in the moderately tortuous middle left anterior artery. An atlantis sr pro² imaging catheter was used for pre-intravascular ultrasound. It was noted that during the first pullback, the automatic pullback could not be performed. Re-setting was done outside of the patient's body but the issue was not resolved. The procedure was completed with a different device. No complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).